Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that there was contamination present in the auxiliary channel. Remnants of white crystallized contamination believed to be a simethicone type product was evident within the air and water channels. The presence of this contamination highlights a customer handling and reprocessing issue. Additionally, the customers allegation of the large wheel loose was confirmed, and the angulation up/down, left/ right did not perform to specification. The light cover glasses were chipped. The light cover glasses adhesive was worn. The distal end adhesive was lifting. The insertion tube bending section cover adhesive was lifting. The switch button had a hole. There were marks on the image. The play in the up/down, left/right was out of specification. The electrical safety test failed. The air leak test failed and was not up to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope experienced the large wheel broken when bending or manipulating the tube (bending tube defects). There was no report of patient harm or injury associated with the customer concern. During testing and inspection of the returned device, it was discovered that there was foreign matter found within the air/water channel. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of contaminants in the auxiliary water channel could not be identified. However, it¿s likely the cause is related to occurring from the device. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.